Manufacturer narrative:
It was reported that a monitor fell while being adjusted in operating room 1. A stryker field service technician (sfst) was dispatched to investigate. An onsite investigation photo showed that the vesa mount used to attach the monitor had completely separated from the shape arm. There was no serial number information found or reported for this device. The shape arm was removed by the sfst and replaced with a gcx shape arm and the issue was resolved. The installation history for the teletom booms in operating room 1 was reviewed and it was found that the units were properly installed and passed final qc inspection on (B)(6) 2009. The service history for the booms was also reviewed, and there were two service tickets found related to shape arm issues. Case number (B)(6) was opened on (B)(6) 2018 for a preventative maintenance request, and case number (B)(6) was opened on (B)(6) 2018 for a vertical drifting issue. In both cases, tension adjustments were made to the shape arm. No other issues were reported. Although the exact root cause of this issue is unknown, based on the information reported, the most likely root cause would be lack of proper inspection and maintenance by hospital personnel. It is likely that the screws that secure the vesa mount to the shape arm up backed out, leading to the falling of the monitor. There was no patient involvement, injury, or adverse consequence reported. If further information is found following the investigation, a supplemental will be filed.

Event description:
It was reported in operating room 1 a monitor fell while being adjusted. There was no reported patient involvement or adverse consequence.